Manufacturer narrative:
Investigation into this event found that the vitros trop I es reagent and vitros eci system were operating as intended. The investigation determined that the customer is not following the sample collection tube manufacturer's recommendations for centrifugation time and speed. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." The root cause of the falsely elevated results is most likely user error associated with pre-analytical sample processing.

Event description:
The customer obtained falsely elevated, non-reproducible vitros trop I es results on two different patient samples. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were not reported and there were no allegations of harm as a result of this event. Note: this form 3500a (MDR # 9680658-2008-00273) is one of two mdrs for this event. Two devices were involved. Two patient samples were assayed using a single trop I es reagent lot. This report corresponds to ortho clinical diagnostics inc.